Manufacturer narrative:
No unexpected missing segments/partial display anomalies noted during testing. Back light turns on, however back light screen anomaly (partial back light) is noted when back light is turned on due to moisture damage on lcd board. Constant/random motor error and motor position encoder error alarms noted during testing due to corroded motor home switch noted. Failure analysis was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to constant/random motor error and motor position encoder error alarms. All buttons functioned properly, however connector on lcd board was half-locked; no damage to keypad traces noted during visual inspection. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on motherboard, interface board and rf board noted. (B)(4).

Event description:
The husband reported via phone call that they had a keypad anomaly. The husband stated the buttons were unresponsive on the insulin pump. It was also found the customer had a partial display that could not be troubleshooted for at the time of the call. The husband also reported the light was not functional on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.